Event description:
Allegedly the patient was revised due to broken modular neck (right) and allegedly suffered a heart attack due to the stress on his body caused by the emergency revision surgery. The patient died on (B)(6) 2012.